Event description:
Email from pt who received an artificial eye made of medpor material in 1996. Pt was experiencing uncomfortable feeling with blood in tears. Implant was removed in august 2004. Pt was contacted and had the implant removed and was feeling well, but did not provide other info. Product was not returned.